Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 49 mg/dl at the time of the event. The customer changed her infusion set on the morning of the event. Prior to the event, she noticed that the insulin pump was still in the prime mode. The customer stated that 113.8 units of insulin were delivered into her body. When the customer noticed that the insulin pump was still in the prime mode, she ripped off the infusion set and sought medical attention. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.